Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The power socket was found to be broken, display glass was scratched, and the pump displayed error code 46822. The cause of the display glass and power socket issues was found to be user related. The cause of the error code was found to be damage to the main board. The display glass and main board were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the power socket is defective, the display glass is scratched and the device displays ¿error 46822¿. There was no reported patient involvement.